Manufacturer narrative:
Customer did not save device for product evaluation.

Manufacturer narrative:
Additional analysis performed by edwards lifesciences: during discussions with the md on this case it was agreed that the loss of occlusion was not a malfunction of the device; but an application of the device on a specific anatomy type that appears to be outside of the intended design space, hence no CAPA is required.

Event description:
It was reported that while trying to do a mitral valve repair , the md decided to use an endoclamp model # ec1001 instead of an endoclamp model #ec65. The endoclamp catheter slid down towards the aorta. Customer stated the material was slippery and had to change the surgical technique to a clamp. There was no injury to the patient. The ec1001 that was used was not able to be retrieved.